Manufacturer narrative:
Additional narrative: device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Event description:
Patient was implanted with dhs construct on (B)(6) 2012. The screw heads on the screw popped off and the plate levered off of the femur laterally. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. Patient was revised with a 6 hole 145 degree dhs construct and patient was augmented with ria graft. This is 2 of 5 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Part received in near new condition. No scratches or dings are evident. Thread is intact with no evidence of nicks or deformations. One small area along the shaft exhibits slight scuffing consistent with field use. All measurements pass and no evidence of any failure on this part.